Event description:
Customer received a control reading of 178mg/dl on his contour ts meter. The normal control range was 98-136mg/dl. No adverse event was alleged. Customer ended the call before further information could be obtained. Product was not replaced nor will it be returned for evaluation.

Manufacturer narrative:
The call ended before the customer's personal information, or product information could be obtained. It's not possible to determine the manufacture date without the meter information.